Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a left hip revision due to pain. During the revision, metal staining was noted in the soft tissues. The cup and head were revised. The stem was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 103203 lot# 268740 taperloc por fmrl. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.